Event description:
Pt informed rptr that the pump was not functioning properly. The "taper" function was not working and it took 2 extra hrs to infuse the tpn. Pump was exchnaged out so that pt had a properly functioning pump.